Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was noted to be fractured on the nitinol tubing and core wire at 16cm from the distal end. There were no anomalies noted to the hydrated wire. The as analyzed fracture is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device failed to meet specification when received, based on the damage noted. It was reported for the first guidewire that there was a micro guide rupture at the junction with the hydrophilic part. This investigation is for the second guidewire returned which was also found to be fractured. Additional information provided by the customer indicated that the procedure was abandoned because of too many vascular tortuosity's. The device was returned, and it was noted that the nitinol tubing and core wire had been fractured. It is probable that there were difficulties during advancement or retraction of the guidewire due to the patient¿s anatomy causing the separation and fracture noted. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿device problem unknown/unclear¿ and as analyzed ¿guidewire distal tip broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the guidewire (subject device) distal tip was broken during use. No further information is available.